Event description:
Customer reported two dialyzer leaks. Machine did not alarm. Staff noticed the dialyzer was filling and mixing with blood. The first one was noticed by staff approximately 2 minutes into treatment and the 2nd leak was noticed by the staff once the treatment started. Treatment was stopped; blood was not returned to the patient. No symptoms were reported. 1st incident: on (B)(6) 2025. 2nd incident: on (B)(6) 2025. Other devices used: fresenius 5008 dialysis machine.